Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported that surgery to replace the leads and extensions was planned for (B)(6) 2017. No further patient complications were anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension product ID 3708660 serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension product ID 3389-28 lot# va1bmjz implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead product ID 3389-28 lot# va1bmjz implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during an implant procedure, low impedances of 36 ohms were measured on electrode combinations of 1-2 and 9-10. The hcp checked the connections and found that when opening one connector block, one metal screw block turned away and damaged the lead. The hcp explanted and replaced the extension, but impedances remained abnormal. Both leads had abnormal impedances and visual abnormalities on the lead. The extensions were fully removed and the leads were cut off and placed under the skin. The ins was implanted and the channels were closed with plugs. The leas remained partially implanted to have the possibility of implanting at the same spot. The issue was not resolved. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found no anomaly. Analysis of the extension (s/n (B)(4)) found the connector on the distal end was twisted in the molded rubber. Analysis of the extension (s/n (B)(4)) found no anomaly. Analysis of first lead (lot #va1bmjz) found the conductor of the proximal end was broken due to overstress/damage. Analysis of second lead (lot #va1bmjz) found the conductor of the proximal end was broken due to overstress/damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.